Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and loss of capture while preparing for an right ventricular (rv) lead revision. The ra lead was disconnected from the device and the terminal pin was cleaned. Testing via pacing system analyzer (psa) revealed acceptable measurements. The lead was reinserted into the device, again with acceptable measurements noted. Boston scientific technical services (ts) discussed there may have been a suboptimal connection. The physician elected to replace the device while the pocket was open. The leads remain in service. No adverse patient effects were reported.